Event description:
The customer reported that an iris pod jitter error message displayed on the system.

Manufacturer narrative:
(B) (4). The ge svc rep found an intermittent iris jitter error and ordered parts. He was able to recalibrate the collimator and get the error to clear without using the parts. He tested the system by booting and watching it several times without error. (B) (4)